Event description:
The patient's family member contacted lifescan (lfs) alleging high readings on the ultra smart meter. The patient tested on the lfs meter and received a 12.4 mmol/l (223 mg/dl) and less than 10 minutes later tested in the lab and received a 10.0 mmol/l (180 mg/dl). The patient did not receive any treatment. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips failed twice using the control solution. Based on the failed control solution tests, there is no indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.